Event description:
It was reported that while unpacking a 2.5 x 15 xience v otw stent delivery system (sds), it was noted that the product packaging contained a total of four staples that penetrated through both the foil pouch and inner tyvek packaging, but not through the product or the product dispenser coil themselves. The outer chipboard box appeared to have previously been opened. The device was not used in a patient. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and packaging were returned for evaluation. The pouches were found to be stapled and the chipboard box appeared to have been previously opened, as reported. An inventory query revealed that this device was only shipped once from an abbott vascular warehouse to the reporting site. While it cannot be confirmed, as the account reports that the chipboard box appeared to have been previously opened, it is likely that the packaging was opened at a previous time at the account and the pouches were stapled together and inadvertently put back into inventory at the account. Based on visual analysis of the returned device and packaging, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.